Manufacturer narrative:
(B)(4). The patient was recovered from the previously reported peritonitis (previously the outcome was unknown), was doing well, and the peritoneal effluent fluid was clear. On an unreported date, antibiotic treatment was completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (2 grams, frequency and route not reported). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy ongoing. No additional information is available.